Event description:
Blood glucose measured 257 mg/dl at 2:02 pm back to back with a result of 117 mg/dl at 2:04 pm. It was stated customer felt low glucose symptoms after the 117 mg/dl result and drank some orange juice as a result. Reporter stated no other actions or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.